Event description:
It was reported to fresenius that the patient experienced a dialyzer reaction during hemodiafiltration (hdf) treatment. The patient was severely hypotensive approximately 10-30 minutes after treatment initiation. Saline was administered to the patient via intravenous (IV) and online bolus. The dialyzer was changed (the model number remained the same) and the patient was able to continue treatment. No sample was reported to be available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Additional information: h10 (clinical review) clinical review: a temporal relationship exists between the use of the fx 600 coral dialyzer and the event of a dialyzer reaction, characterized by severe hypotension. It is well documented that patients on any modality of hemodialysis may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. The cause of this adverse event is more than likely attributed to this patient¿s intrinsic physiological response to the material composition of the dialyzer with no probable indication of a fresenius product or device deficiency or malfunction. It can be concluded the patient did not experience a serious injury as a result of this event as they were able to safely continue with hd therapy immediately following treatment for this hypersensitivity. Therefore, a deficiency or malfunction of the fx 600 coral dialyzer can be excluded as the potential root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. Additionally, retention sample testing was not completed, due to the high unlikelihood of failure detection from 100% batch testing and the small number of reserve samples available. A batch records review was performed. (B)(4) products originated from this lot and were inspected according to protocol and found to be conforming to specifications. There was no indication for any relationship with the reported failure mode. The reported issue cannot be confirmed based on the current available information. In the past for similar cases, extraction of retain samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. However, the cause cannot be determined.

Event description:
It was reported to fresenius that the patient experienced a dialyzer reaction during hemodiafiltration (hdf) treatment. The patient was severely hypotensive approximately 10-30 minutes after treatment initiation. Saline was administered to the patient via intravenous (IV) and online bolus. The dialyzer was changed (the model number remained the same) and the patient was able to continue treatment. No sample was reported to be available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.